Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. This lead was surgically abandoned, and a new lead was implanted. Additional information received indicated that micro dislodgement was suspected, however, x-ray was performed but could not confirm if the lead truly moved or not. No additional adverse patient effects were reported.